Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered and inappropriate single shock during an ablation procedure. Technical services (ts) was consulted and recommended programming configurations for a subsequent ablation procedure. This device remains in service. No additional adverse patient effects were reported.